Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the therapy cable connector to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was due to a broken/damaged therapy cable connector.

Event description:
The customer contacted stryker to report that the defibrillation cable connection of their device was broken. In this state, defibrillation therapy may be delayed or not available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the defibrillation cable connection of their device was broken. In this state, defibrillation therapy may be delayed or not available if needed. There was no report of patient use associated with the reported event.